Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The functionality of the vibrator was tested and the test result was ¿failed;¿ the measured frequency of the vibrator exceeded the upper test limit by 2 hz. (B)(4) returned a report on this observation. ¿the test limits of the vibrator frequency are specified limits which are only relevant for the production process. The test parameters are only chosen to ensure a similar performance of the vibrators build in pumps. Slight deviations like in the present case after a specific time of pump usage are expected variations. Root cause for this variation is the grease which is added for lubricating purposes and which results in a time dependent manner in a slight variation of the initial frequency. This variation does not bear any risk as it is not noticeable for the customer.¿